Manufacturer narrative:
The insulin pump was received with no button error alarm. The pump was received with intermittent button response due to moisture damage keypad traces. The pump had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, cracked reservoir tube lip and cracked lcd window.

Event description:
The customer reported via phone call that they experienced button error alarm. The customer's blood glucose value was unknown. The customer stated that the piece where the battery goes in broke off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.